Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name "(B)(6)". Address line 1 "(B)(6)". H3: one pump was returned for analysis in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection showed a small dent on the upstream occlusion (uso) sensor. Review of the event history log found a few "medium alarm displayed: pca dose cord disconnected" reports, which confirm customer's reported issue. Functional testing found no problems. The suspected cause of the reported issue is the faulty remote dose connector. The remote dose connector and uso seal were replaced.

Event description:
It was reported that the pump was showing, "bolus connector problematic." Per reporter, there was unknown patient involvement.